Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized due to a fracture of the device. It was indicated that the patient was inquiring about whether the hospital requested a technical visit to monitor the surgical procedure. No additional adverse patient effects were reported. Currently, no additional details have been provided, and it remains unclear whether the patient underwent a surgical procedure. A request has been submitted to the field to gather more information.